Manufacturer narrative:
Follow-up report will be filed if more information becomes available.

Event description:
It was reported that a right side internal jugular placement was performed. Md used one dilator w/o incident. They inserted 2nd dilator nearly all the way into patient when removed, hub of dilator completely separated from dilator. There was enough of the dilator exposed for md to safely pull it out of patient & proceed w/o incident. There were no patient complications reported.